Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, between 6:00-9:00am, the patient was found unconscious, and the person who found the patient called the paramedics. When a fingerstick was taken the blood glucose reading was 35 mg/dl. The patient was brought to the hospital, where the cgm reading was reading low. The patient did not remember any of the medication and treatment that was provided but was discharged on the same day. During the time of the event, the patient did not receive a low value warning before becoming unconscious. It was reported that the patient is blind. There was no report of further medical intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.